Event description:
(B)(4). The report (B)(4) stated a pt had lasik procedure with ec-5000 excimer laser in 2000. Per the maude event report: lasik procedure performed in 2000. In 2006, eyes went "bad" due to thin corneas. Loss of corrected sight. Diagnosed with post-lasik keratoconus or as the pt stated "lasik induced thinning of corneas keratoconus". Prescribed gas permeable contact lenses that are very uncomfortable to wear due to surgery. Pt sought out medical intervention. Medical intervention is currently required for the pt.

Manufacturer narrative:
Ectasia is a bulging of the cornea. Ectasia is also called iatrogenic keratoconus, post-lasik keratoconus or secondary keratoconus because it is basically a surgically induced version of the naturally occurring disease keratoconus. Possible causes to lasik-related complication known as ectasia, iatrogenic keratoconus, post-lasik keratoconus or secondary keratoconus are: pts who have current signs, early signs or clinical indications of keratoconus or any other corneal pathologies. Pts with glaucoma and/or ocular hypertension (iop>21mmhg). Residual stromal thickness less than 250 microns after lasik surgery. Corneal flap complications such as irregular flaps. Unreliable topography due to contact lens warpage and or not having contact lenses out long enough prior to initial exam and/or surgery. We provided necessary info and training to surgical doctors who use ec-5000 to prevent adverse events. The info includes contraindication, precaution, and pt selection. Based on the info presented, nidek inc is unable to determine the root cause of this injury. If further info is received, we will submit a f/u.